Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is implant exchange.

Event description:
Physician reported right side rupture discovered during explant surgery. Device has been explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, a crease fold, deformation and was observed after the autoclave cloudy color and voids. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Physician reported right side rupture discovered during explant surgery. Device has been explanted.